Event description:
Caller states that the inform meter has discolored pins. Upon review by the manufacturer's investigation unit, the meter was found to have blackened/burnt connector pins 3 & 4, and signs of melting on the pins. No adverse event reported. Device was returned and replacement was sent.